Event description:
Healthcare professional reported left side capsular contracture baker grade ii, "it was observed small cystic formations, bilateral","prostheses presents signals of silicone leakage, to reevaluate" and "signals of possible rupture of prosthesis, so it is recommended a magnetic resonance imaging of breasts" confirmed via ultrasound. Seroma-late did not occur.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Later healthcare professional reported and confirmed capsular contracture, baker grade ii, rupture and seroma-late. The device remains implanted. This relates to the left side.